Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided instructions to call back if the malfunction code reoccurs. The customer was informed that they could continue using the pump, and they acknowledged and understood the guidance provided.